Event description:
Pt was admitted to a local hospital with a central corneal ulcer od. The pt was treated with antibiotics, antifungals, analgesics and "ophthalmica" for 10 days. When released from the hospital a "weak opacity on the lower part of the lens was still detectable limiting visual acuity." The company received 2 sealed blisters, but not the particular contact worn by the pt. Search of data reveals no other medical complaints on this lot.